Event description:
Physician reported that a pt treated with tongue suspension had developed a wound infection which was treated by irrigation and which did not resolve. The persistent infection led to the removal of the encore implant (bone anchors and suture). Infection resolution was reported post device removal.

Manufacturer narrative:
The device was not returned to the MFR for eval, therefore we are unable to determine the definitive cause of the event. Although it is unk if the device contributed to the reported event, this MDR is being filed for notification purposes. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.